Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server connectivity was down. A technical support specialist reviewed and confirmed all servers were initially found to be offline, continued monitoring of the site showed that the servers began coming back online in remote support service (rss). The tss dialed into pyxis enterprise server to verify system status, checked synchronization information 2.0 for the facility, which showed the last download processed date/time as 04/28/2026 16:58:07, with 16 devices in critical override. The customer indicating partial internet connectivity, with information technology actively working on restoration, continued monitoring as several stations remained in critical override and not communicating, customer confirmed that the issue had been resolved by their information technology team the previous day. The system functioned as intended after the technical support specialist and information technology (it) team troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the entire server experienced a connectivity outage, with internet service completely unavailable. The customer attempted to log in to the server but was unsuccessful due to the outage. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.